Event description:
It was reported that a flash of light was observed while pt was undergoing a laser procedure to ablate tumor tissue growing around a laryngeal stent. The laser was immediately put into standby mode and the surgeon pulled the laser fiber, tracheal tube and bronchoscope from the pt. Smoke was observed coming from the laser fiber, tracheal tube and bronchoscope, and each appeared melted. Also, flames were observed emitting from the pt's mouth. It was further reported that the pt underwent an "open" surgical procedure to determine the extent of possible tissue damage caused by the fire, that the "pt's lungs are burned and that the pt is undergoing treatment." Co's communication with the customer on both 9/7/2000 and 9/11/2000 confirmed that the pt's condition was stable. Immediately following the event, the hosp biomedical engineer checked the laser system. The hosp engineer determined that the laser system was performing correctly; the laser system was not removed from use. In fact, it was reported that the laser would be used the next day. The customer has decided to retain the fiber involved in the event. The fiber will not be returned to the MFR for eval. Reported info reveals the customer does not allege any deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Co has repeatedly requested that the customer allow co to evaluate the laser system and fiber on-site. However, these requests have not been answered and efforts to obtain additional info regarding the event have been unsuccessful.